Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting was performed and pump passed the prime test. Customer didn't have a tubing clamp to run the high pressure test, so one was sent to her. Customer called back and the pump failed the high pressure test twice.

Manufacturer narrative:
The insulin pump passed the functional testing, including the seat, rewind, and occlusion tests.